Manufacturer narrative:
Testing and investigation found that the device would not power on using aa battery power. The probable cause of the caused reported event and the device would not power on was the middle printed circuit board. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device turns off on its own. On an unspecified date, at an unspecified time, the device was programmed to deliver an unspecified concentration of hydromorphone. No additional programming parameters were provided. It was further reported by the customer that "pain pump works half the time - it shuts off with no notice and after changing batteries it still may not work. If you play with plug that holds the batteries in sometimes it might work". Specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.